Manufacturer narrative:
The lens was returned to b+l. Visual inspection found optic has a cloudy white area near the center. The surface of the optic has an orange peel appearance. Light microscopy image and sem micrographs of the submitted akreos iol revealed numerous features (bumps) that appear to be protruding from the surface of the iol in the center optic area of the lens. Elemental analysis of the protrusions detected carbon (c), oxygen (o), calcium (ca) and phosphorus (p). The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, patient's pre-existing ocular history (dsaek procedure subsequent to iol implantation) could be a contributing factor to lens opacification.

Event description:
Additional information: the date of onset was approximately 2 1/2 years after the patient underwent combined corneal transplant(dsaek) with phaco in the right eye. The patient had rebubbling on corneal graft post lens implant. The lens was ultimately explanted approximately 3 years post implant due to decrease in vision. Another lens model was implanted. The patient's current prognosis was described as: "still settling down. Not quite satisfied with outcome as sutures had to be put in."

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed due to opacification. The patient had descemet stripping automated endothelial keratoplasty (dsaek). The surgeon stated that "there is concern for the visual outcome as it was difficult and challenging to explant the iol, the procedure is going to have an impact on the graft survival as well". The doctor believes dsaek is most likely the reason for the issue. Additional information has been requested, but no additional information has been received.